Event description:
It was stated that the device shows error 1871. During investigation found the faulty motor and optical sensor will lead to interruption of therapy. This malfunction makes the event reportable. The event occurred during preventive maintenance and there was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the device shows error 1871. During investigation found the faulty motor and optical sensor will lead to interruption of therapy. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. The complaint was replicated to run the motor showing error 1871. The probable root cause was the faulty motor and optical sensor. The pump passed functional and accuracy testing.